Event description:
It was reported by a customer in the USA that an 840 ventilator had a blank display. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcb. The ventilator passed the electrical safety, all calibrations were performed, extended self-testing (est) and short self-tests (sst), and the unit was operating within the manufacturing specifications. (B)(4).